Event description:
It was reported that the customer left a voicemail calling on behalf of the patient and stated they used the 18fr catheter as feeding tube for the patient due to silicone allergy. They ordered new product and 2 out of 3 received did not work. The bubble did not keep inflation and they were looking to get a replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer left a voicemail calling on behalf of the patient and stated they used the 18fr catheter as feeding tube for the patient due to silicone allergy. They ordered new product and 2 out of 3 received did not work. The bubble did not keep inflation and they were looking to get a replacement. Per (B)(6) 2025, it was reported, last 3 were not the same and not as good as before, provided non lms customers trouble shooting: